Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that, "occlusion alarm issues when there is no occlusion. Especially with precedex. Uses one anti syphon valve (asv) for multiport site. Clinician uses a saline driver for IV push meds. She has found if she sets up her driver faster, to 75ml/hr. The occlusion alarms go away faster, especially with PICC lines. Additionally, clinician mentioned she will test pumps before connecting them to the patient and would run the infusions before they are connected to the patient. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.